Event description:
Report received of reversal of primary and secondary lines resulting in a morphine overdose. A pt was receiving an infusion of unspecified hydration solution through primary IV at 75cc/hour. Pt was also receiving a secondary infusion of morphine programmed at 1cc/hour (equivalent to 1mg/hour). The secondary line was connected to the primary line at the secondary cassette port. Prior to the start of the infusion, the pump alarmed for an unspecified error code, and the clinician, unfamiliar with the error code, just reset the pump and began the infusion. The primary and secondary lines were inadvertently reversed, and the pt got an overdelivery of morphine. Approx two hours after the start of the infusion, the pt was found in respiratory arrest. Pt was given narcan and transferred to the ICU for supportive care. It is estimated that the pt got 150-160mg of morphine over two hours. The pt has since recovered and has been discharged home in good condition. Add'l info was requrested, but no further info was available.